Event description:
Air optical day and night contact lenses. This is my daughter. The product supposedly can be worn day and night for months. She would take them out, clean them and leave them out overnight every other week. She developed corneal ulcers, I think it's called - started growing new blood vessels, because her eyes were starved for oxygen. The corneal specialist said it was caused by these contacts not letting enough oxygen in to her eyes. Hopefully, caught it before permanent damage, but can't be sure yet. These should not be advertised and promoted for prolonged use. Doctor said they should be taken out, cleaned and left out every night. Please do something to protect the public. These are disposable contact lenses. The company has apparently changed hands. Started as accuvue. Now air optical. She has used disposable lenses for years. Dates of use: years.